Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator stated that they had a urinary tract infection (uti), and on their last dose of their antibiotic, and still feel that they may have a uti. It was recommended that the patient contact their physician again to advise and determine next steps to resolve their uti. The patient stated that the system has been working for their symptoms, but as of current it is not. The patient is having more incontinence. Also, the patient has high blood sugars, which may be a contributing factor. The patient will hold their current settings on the device until the issue with the uti is resolved and further assessment can be done on the patient's device settings. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing a urinary tract infection (uti). The cause of the uti could not be established therefore, an investigation conclusion code of 'cause not established' was chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this neurostimulator stated that they had a urinary tract infection (uti), and on their last dose of their antibiotic, and still feel that they may have a uti. It was recommended that the patient contact their physician again to advise and determine next steps to resolve their uti. The patient stated that the system has been working for their symptoms, but as of current it is not. The patient is having more incontinence. Also, the patient has high blood sugars, which may be a contributing factor. The patient will hold their current settings on the device until the issue with the uti is resolved and further assessment can be done on the patient's device settings. There were no additional patient complications.